Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter, analysis of the pump (sn; (B)(4)), found no anomaly, normal device function. There was slight impact dent on the outer edge from being dropped. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a patient and a manufacturer representative (rep) regarding a patient receiving clonidine (480 mcg/ml, 3.16 mcg/day), bupivacaine (15.0 mg/ml, 0.099 mg/day) and fentanyl (5,000 mcg/ml, 33.0 mcg/day) via an implantable pump for non-malignant pain and chronic low back pain. The patient reported their pump was explanted because they fell on it and broke it. The pump was previously returned on (B)(6) 2010 for "disposal only". There was "no event" reported as the pump was prophylactically removed to avoid in-vivo battery depletion on (B)(6) 2010. There was no patient injury and the patient recovered without sequelae after the pump was removed. The return paperwork includes a note that stated, "this pump was dropped after explant and resultant dent".